Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4)has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set experienced a flow issue during use and the patient did not received the complete dose. The following information was provided by the initial reporter: am now with trihealth¿s cancer institute infusion center and encountered a situation with small ivpbs infused with filtered tubing. The filtered tubing is primary tubing. Enhertu is administered via filtered tubing but they are finding that the patient does not receive the complete dose.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that they "encountered a situation with small ivpbs infused with filtered tubing. The filtered tubing is primary tubing, but they are finding that the patient does not receive the complete dose". The customer complaint could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because model and lot numbers are unknown.

Event description:
It was reported that the unspecified bd infusion set experienced a flow issue during use and the patient did not received the complete dose. The following information was provided by the initial reporter: am now with (B)(6) center and encountered a situation with small ivpbs infused with filtered tubing. The filtered tubing is primary tubing. Enhertu is administered via filtered tubing but they are finding that the patient does not receive the complete dose.